Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was unable to duplicate the reported issue. The reported issue was verified. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.